Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported by ansm: "date of occurrence: 13 may 2025 description of incident: during removal of this equipment, it was found that 2 of the 8 screws were welded to the plate, making extraction impossible without the tungsten bit. Actions taken in the care facility to manage the patient: extraction with suitable drill bit."

Event description:
As reported by ansm: "date of occurrence: 13 may 2025. Description of incident: during removal of this equipment, it was found that 2 of the 8 screws were welded to the plate, making extraction impossible without the tungsten bit. Actions taken in the care facility to manage the patient: extraction with suitable drill bit."

Manufacturer narrative:
Please note correction to d9 (product available to stryker), g1 (reporting contact), and h6 (health impact code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.